Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 460 mg/dl. Customer also experienced hypoglycemia. Customer did not want to troubleshoot or give any information of the products related to the high and low blood glucose. The insulin pump will not be returned for analysis.